Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the procedure to implant a new drg lead was abandoned. Reportedly, when the physician attempted to place the lead at the intended location, the physician was not successful, therefore the procedure was abandoned. No adverse consequences for the patient were reported.